Manufacturer narrative:
A full inspection of the instrument was not able to be completed because the tip remains in the patient.

Event description:
During the final lock down of the set screws, the driver tip broke off and remains in the set screw. Surgery was completed successfully and with no injury to the patient.